Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via fax that during a urodynamics urology procedure on a (B)(6) male, the computer sys kept failing, causing loss of imaging. Customer was able to complete the pt procedure, but in a sub-par manner due to computer continued crashing and rebooting during procedure. No reported injury.